Event description:
The physician reports that the crystalens haptics broke while loading in the cartridge of a lens injector system. The damaged lens did not contact the patient.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.